Event description:
It was reported that a pump declared an altitude alarm, prompting an investigation into the issue. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm condition, and attempts to resolve the alarm by cleaning the pump and replacing the cartridge were unsuccessful. Ultimately, the pump continued to display the alarm, leading to approval from csa micaela n. For a pump replacement. The customer expressed dissatisfaction with the resolution process but was informed they'd receive a new pump with updated software. They were given instructions on how to return the faulty pump and acknowledged the need to program settings and connect their cgm to the new pump. The replacement pump was sent to the customer, who also chose not to require a signature for delivery.